Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump did not function as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.